Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer and provided a part number (gt937900) to purchase a new power supply cable. A follow up was made and the customer confirmed that the device will not be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor power cord is frayed and the unit no longer turns on. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿scope detection does not work¿ was reproduced onsite and was attributed to the light source device that was combined with cv. Unable to identify the root cause of the phenomenon since further information was not available. Olympus will continue to monitor field performance for this device.